Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3d max and kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch which was implanted on (B)(6) 2002. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of kugel patch. Per op notes, ¿a direct inguinal hernia was identified occupying the larger part of the inguinal floor. A small oval kugel patch was inserted and allowed to underlie the entire inguinal floor and secured medially using sutures.¿ (B)(6) 2007 ¿ patient was diagnosed with right inguinal hernia and left recurrent inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device 2, 3). Per op notes, ¿the hernias were identified. On right side, the hernia sac was dissected off. A large 3dmax mesh (device 2) was placed and secured using tacks. On left side, the testicular artery was adhered to old mesh was ligated due to oozing from site. A large 3dmax mesh (device 3) was placed in anterior abdominal fascia and secured using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3d max and kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch which was implanted on (B)(6) 2002. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.